Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received on (B)(6) 2015 from a consumer and a manufacturer's representative via crts (customer response tracking system) and patient letter regarding a (B)(6) male patient receiving baclofen (unknown) via an implanted infusion pump. The indication for use was noted as intractable spasticity and post spinal cord injury. The consumer reported that in (B)(6) 2014 the pump came unanchored from the patient's tissue and the catheter became twisted. The pump was replaced in (B)(6) 2014 to resolve this but catheter remained implanted. The type of baclofen, concentration, and dose were unknown. No other medications, symptoms, or cause of the pump becoming unanchored were reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.